Manufacturer narrative:
Additional information provided in a.1, a.2, a.3, b.1, b.2, b.5, b.6, b.7, d.10, h.1, h.6, and h.11. Additional information reported that the planned procedure was cataract phacoemulsification with intraocular lens (iol) implantation in the right eye. During surgery, the corneal epithelium was removed due to clouding, and the tunnel incision was sutured because of a tunnel failure. Postoperatively, the patient was being treated for keratopathy in a day hospital. Additional information received that there was a significant decrease in vision in the patient's right eye and also there was reduction in best corrected visual acuity (bcva). A sample was not received at the investigation site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photos attached were reviewed by the manufacturing site. Photo 1 is of a pack label, reported product and lot information is confirmed. Photo 2 is of a pack lid, confirming the reported product. The reported issue could not be confirmed from the photo review. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care profession reported that the complete occlusion of the ultrasound needle occurred during surgery followed by a corneal burn. There was no information about patient impact. Additional information reported that the planned procedure was cataract phacoemulsification with intraocular lens (iol) implantation in the right eye. During surgery, the corneal epithelium was removed due to clouding, and the tunnel incision was sutured because of a tunnel failure. Post-operatively, the patient was being treated for keratopathy in a day hospital. Additional information received that there was a significant decrease in vision in the patient's right eye and also there was reduction in best corrected visual acuity (bcva).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the complete occlusion of the ultrasound needle occurred during surgery followed by a corneal burn. The procedure type was unknown. There was no information about patient impact. This report pertains to the phacoemulsification tip involved in this complaint. Additional information was requested, but none has been received to date.